Event description:
Healthcare professional reported "exchange due to patient concerns with the product, rupture, radial folds sparsely distributed". Third party´s representative later reported "implant shows irregularity of its contours in the internal quadrants, as well as internal trabeculae and localized external content". This record is for the right side. Device remains implanted.

Manufacturer narrative:
This is a follow up to manufacturer report number 9617229-2023-08157. Additional, changed, and/or corrected data: b.5, b.6.